Event description:
The user facility reported that during a therapeutic endoscopic ultrasound procedure, the users could not visualize the non-olympus needle on the ultrasound or video images. The users elected to utilize a different, but similar device to complete the procedure. The users stated not to have inspected the endoscope and non-olympus needle prior to use. There was no pt injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed a difficulty with the forceps elevator. There was resistance noted with the forceps raiser at the distal tip of the device due to loose and expanded elevator wires. The elevator wire was also noted to have dents, kinks, and debris present, which likely contributed to the user's experience. The device also failed the leak test due to a hole found at the remote switch button #1 and the scrape and shear marks at the bending section area. The device instructions manual instructs users to inspect the device prior to use, and to not use the device if irregularities are found during inspection. This report is being submitted as a medical device report in an abundance of caution.